Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, at 08:00 pm, the patient changed the cartridge and infusion set for the first time. Further, at 11:00 pm, the patient's blood glucose level started rising. Therefore, the patient tried to treat it by injecting a correction bolus. Next day, on (B)(6) 2021, the patient woke up with slight increased blood glucose levels and again, the patient self-treated it by injecting correction bolus. In the morning, at 05:00 am, the infusion set was not changed and by 05:45 am, the patient experienced high blood pressure and was not feeling well. Subsequently, on same day ((B)(6) 2021), the patient immediately called the health care professional and went to the hospital due to ketones and with blood glucose level of 270 mg/dl. Patient's ketone level was assessed dangerous/life-threatening by the health care professional. While in the hospital, they did not expect high blood glucose level (raised to 448 mg/dl), which was probably caused by the fact that the cannula was kinked. Therefore, the hospital deactivated the pump and continued with the therapy. During hospitalization, the patient received kalium and infusion as corrective treatment which resolved the issue, as patient's blood glucose level were normalized when they checked it. On (B)(6) 2021, the patient was discharged from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.